Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system did not process the patient discharge messages from epic. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the discharged patients did not get discharged in pyxis. A technical support specialist (tss) reviewed the issue within the specified timeframe and identified that unprocessed messages were present on the application server and documented separately. The tss found that the required knowledge article hotfix for adding an index to message processing had not been applied, then proceeded to implement the hotfix and continued monitoring for stability. The tss confirmed that no further issues were observed after the fix and obtained confirmation to proceed with case closure. The system functioned as intended after the technical support specialist troubleshot the issue.